Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report they were experiencing an error message. As system was onsite during the call, tse could review logs and found errors related to the endoscope controller (ec). Tse asked caller if was possible to perform a power cycle of the system, but it was not. Tse informed caller that the issue needs to be checked by a field engineer. Caller asked if they could proceed with surgery, and tse informed that as long as they have vision, they could. Tse informed caller that there is a possibility that the issue will appear again. Surgery will proceed as normal. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported failure. The endoscope controller (ec) was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. This unit was installed into the test system and ran a video test for 10 power cycles and sat idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec is worked as normal. Failure analysis could not replicate 48204 error on the ec. As a result of these findings, failure analysis was able to conclude that light engine was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.